Event description:
A caller reported a malfunction on the pump, which displayed a malfunction code but had no notable events occur prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to contact support again if any future issues arose. Customer confirmed understanding of instructions and continued using the pump.